Event description:
It was reported the facility had 2 separate incidents in the past 1 week of cracking of the extension sets at the connection between the tubing and the hub where the needless connectors luer on with 22g x 1/2" safestep. It is not the luers, but the actual tubing of the extension set which ¿splits.¿ the clinicians noticed leaking during the infusion, but there is no specific times recorded¿their policy is to change needles every 7 days. They are using an ICU microclave connector and a 1685 tegaderm. This report addresses the first device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of splits in the extension set tubing was confirmed, and it appeared that the damage was associated with use of the device. Two 22g x 1/2¿ safestep infusion sets were returned for investigation. Evidence of use was observed on each sample. A dry red colored residue was observed on each sample. The clamp had been closed over the extension set tubing. A breach was observed in each extension set tube near the distal end of the luer adaptor. The adjoining surfaces of the breached tubing were rough and granular. What resembled beach marks were observed on the adjoining surfaces of the breached tubing. The tears were located across the adhesive fillet. The length of each adhesive fillet was within specification. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of splits in the extension set tubing was confirmed, and it appeared that the damage was associated with use of the device. Two 22g x 1/2¿ safestep infusion sets were returned for investigation. Evidence of use was observed on each sample. A dry red colored residue was observed on each sample. The clamp had been closed over the extension set tubing. A breach was observed in each extension set tube near the distal end of the luer adaptor. The adjoining surfaces of the breached tubing were rough and granular. What resembled beach marks were observed on the adjoining surfaces of the breached tubing. The tears were located across the adhesive fillet. The length of each adhesive fillet was within specification. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the facility had 2 separate incidents in the past 1 week of cracking of the extension sets at the connection between the tubing and the hub where the needless connectors luer on with 22g x 1/2" safestep. It is not the luers, but the actual tubing of the extension set which ¿splits.¿ the clinicians noticed leaking during the infusion, but there is no specific times recorded¿their policy is to change needles every 7 days. They are using an ICU microclave connector and a 1685 tegaderm. This report addresses the first device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the facility had 2 separate incidents in the past 1 week of cracking of the extension sets at the connection between the tubing and the hub where the needless connectors luer on with 22g x 1/2" safestep. It is not the luers, but the actual tubing of the extension set which ¿splits.¿ the clinicians noticed leaking during the infusion, but there is no specific times recorded¿their policy is to change needles every 7 days. They are using an ICU microclave connector and a 1685 tegaderm. This report addresses the first device.